Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a loss of graphic user interface (gui) communication error. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction in the memory logs but the se was not able to duplicate the alleged event. The se replaced the graphical user interface (gui) to breath delivery (bd) cable as precautionary measure. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.